Event description:
It was reported that during a stent-assisted coil embolization surgery, the physician encountered significant resistance while advancing subject stent and could not continue advancing it. The physician then pulled out the stent delivery wire from the microcatheter, and the stent delivery wire was separated from the stent and was observed that part of the stent remained within the microcatheter. Therefore, physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during a stent-assisted coil embolization surgery, the physician encountered significant resistance while advancing subject stent and could not continue advancing it. The physician then pulled out the stent delivery wire from the microcatheter, and the stent delivery wire was separated from the stent and was observed that part of the stent remained within the microcatheter. Therefore, physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿ updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent was returned deployed and noted to be deformed. The stent delivery wire (sdw) was found to be kinked/bent, and stent introducer sheath distal tip was intact. A functional inspection could not be performed as the subject stent was returned in a deployed condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) codes 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was returned in a deployed state and was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the physician advanced the 4.0 x 24mm stent into the microcatheter. Once approximately 50% of the stent had fully entered the microcatheter, the physician encountered significant resistance and could not continue advancing it. The physician then pulled out the stent delivery wire from the microcatheter, and the stent delivery wire to separate from the stent. It was observed that part of the stent remained within the microcatheter. After removing the stent from the microcatheter, the physician replaced it with another 4.0 x 24mm stent, and the surgery was successfully completed'. The stent was returned for analysis in a deployed condition and was noted to be deformed along its length. The introducer sheath was also returned for analysis and was undamaged. The stent delivery wire (sdw) was returned and was noted to be kinked/bent at various points along the length of the wire. The event description notes resistance during transfer/advancement of the stent into the proximal lumen of the microcatheter. When the physician pulled back the sdw, the stent ought to have reloaded into the introducer sheath. Instead, the sdw separated from the stent. Given the event description and the condition of the returned stent components, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement). The user will then experience increased resistance while attempting to advance the stent into/through the microcatheter, resulting in damage to the stent and sdw. Upon realizing this through increased resistance, the user then withdrew the sdw. If the introducer sheath was positioned too far distally, then when the proximal end of the stent was retracted as far as the hub, the stent would automatically begin to open. This, in turn, releases the sdw, leaving the remainder of the stent inside the microcatheter lumen. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the 'as reported' codes stent difficult/unable to advance or pullback through catheter, stent deployed prematurely during use and 'as analyzed' codes sdw kinked/bent and stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer.